Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00658; 940-02-58h, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - revision was completed where cup/liner & head ball were removed. New cup/liner/head ball implanted.